Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior flail leaflet for a mitraclip procedure. During the procedure, grasping of leaflets was unsuccessful. The clip was removed from the anatomy. Tissue was observed on the clip at the back table. Additionally 2 mitraclips were implanted. The mr was reduced to grade <1 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior flail leaflet for a mitraclip procedure. During the procedure, grasping of leaflets was unsuccessful. The clip was removed from the anatomy. Tissue was observed on the clip at the back table. Additionally, 2 mitraclips were implanted. The mr was reduced to grade <1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure-leaflet grasping- clip not implanted could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to procedural conditions (tissue on clip after unsuccessful grasp). The reported tissue injury is likely a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.